Event description:
Customer reported that a pump displayed an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the pump's speaker holes and reconnect the cartridge, which resolved the issue as the pump resumed normal operation. Tips for preventing future altitude alarms were provided, and the customer acknowledged them.